Event description:
It was reported that the patient is disappointed about his inflatable penile prosthesis (ipp) because he had significant loss in length. After 4 months, the pump mechanism has adhered itself to his left testicle and as this happened several occasions, the testicle has become swollen and painful.